Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was in the hospital due to a blood glucose level of 600 mg/dl. The customer was in intensive care unit. The insulin pump was being removed from the customer and placed back on the pen. The nurse was unsure when she was hospitalized, if it was the night before or early that morning. The device was not returned.